Event description:
Customer reported via phone, she changed her infusion set but doesn't think she is not getting insulin. Customer noticed prior to dinner her blood glucose was high and attempted to stabilize by administering a bolus but it wouldn't stabilize. Customer's blood glucose was 288 mg/dl and current was 247 mg/dl. Troubleshooting was performed and it was found there were two air bubbles in the reservoir. Customer was advised to disconnect from the device and perform fixed prime until the air bubbles were purged. Customer was advised to do a complete set change. She is not returning the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.